Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) scroll compressor was in the system for about a week and then it gave a power up code error 14.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10 no further information was provided. A supplemental report will be sent if additional information is provided. H3 other text : not returned to manufacturer.